Manufacturer narrative:
Evaluation of the complaint device confirmed the catheter was deformed. There is no evidence that the device had any defects or deformities prior to insertion. Clamp marks found on the device confirm the user applied torque and bending forces that caused the wire basket to protrude outside the catheter body. The patient's inferior vena cava vessel size was measured as 18 fr, which is 10 fr undersize from the 28 fr catheter that they attempted to insert. It is unknown if a dilation kit was used to dilate the 18 fr vessel to accommodate the 28 fr catheter. Additionally, the pik line referenced in the user's description of event may have influenced the vasculature. Review of the information provided by the hospital and the returned product evaluation concludes that the failure may have been caused by improper catheter size selection or a lack of series dilatation prior to catheter insertion. The mc3 crescent catheters are required to pass manufacturing inspections prior to release.

Event description:
Mc3 received the following report from distributor (medtronic): "during use, the customer reported difficulty inserting the 28fr crescent jugular dual lumen catheter. The patient was on fem fem vv extra corporeal membrane oxygenation (ECMO) and this account converts these patients to jugular vv ECMO when they improve from fem fem. The customer tried to do this with this patient. As the physician inserted the crescent catheter they felt some obstruction. The physician began to force the catheter with no advancement. The perfusionist present noted the physician was quite aggressive in trying to advance the catheter. When it was determined that the catheter was not going to advance, the physician tried to remove the catheter and it was stuck. The physician again began to aggressively manipulate the catheter but it was stuck. A more senior physician was called and they were able to remove the catheter. As they manipulated the catheter and began to remove it, it again became lodged after the svc zone/port was outside the patient. They had to clamp on the wire to keep the exsanguination of blood from coming out of svc port. The sales rep noted this because there are definite clamp marks on the catheter and a wire protruding from the reinfusion port of the catheter. The customer was going to try and re-insert another crescent today but the customer did a CT and discovered that the patients ivc was only about 18fr. The customer decided not to re-insert because of this. The customer feels that the size of the patient's ivc contributed to the insertion problem but also the patient had a pik line and it stopped working at the time of original insertion and insertion issue. The surgical team speculates that the crescent catheter got hung on the pik line and the size of the ivc both contributed to the problem. There was no adverse effect to the patient." User submitted medwatch report # mw5102122.